Event description:
Pt was revised to address patellar clunk. The femoral, tibial, and patellar components were found to be loose.

Manufacturer narrative:
Evaluation was not possible, as he products were not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the reported device loosening and patellar clunk based on the provided info. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.